Manufacturer narrative:
The device was not returned for evaluation. Although the initial report indicated the forceps broke during a procedure and that the patient had expired, the hospital would not confirm if a piece broke off into the patient or if the breakage had any impact to the patient condition, and would also not confirm the current status of the patient's condition.

Event description:
Allegedly, the grasper broke while in use during a procedure, and it was initially reported that the patient had expired; however, we were unable to confirm this.